Manufacturer narrative:
Updated: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to reproduce the issue. The fse replaced the keypad controller board, display, and coiled cable, display data console cable. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint: keypad controller, coiled cable, cable, display data, 10.4" display these parts were received with the reported unit failure of black screen with horizontal line. The failure analysis and testing dept. Installed the parts into the cs300 test fixture and tested the parts to factory specifications per the cs300 service manual. After over 2 hours of runtime, the fat dept. Could not replicate the failure observed by the customer, of a black screen with lines. All parts passed testing. Retaining the parts in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit' screen is black with horizontal lines across. There was no harm reported.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during daily checkout of the device, the cs300 intra-aortic balloon pump (iabp) unit' screen is black with horizontal lines across. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a